Event description:
On (B)(6) 2011, I performed the PICC procedure in a child hospitalized in infant intensive care unit. The solution was installed at 10ml/h to the x-ray for catheter localization. The x-ray was performed and soon after, we detected the catheter was ruptured below the securement site (butterfly). No medication was administrated in this catheter info.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.